Event description:
It was reported that a minicap extended life pd transfer set leaked with the twist clamp closed. This occurred at the pd clinic when the transfer set was disconnected from a manual peritoneal dialysis (pd) exchange; further described as ¿the roller clamp was closed and fluid came out of the end of the transfer set¿. As a result, the transfer set was exchanged. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b3. B3: upon additional information the event date had been clarified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 (update b18 to b01, c20 to c13) and h10. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted broken occlude feet. Functional leak and clamp testing was performed which identified a leak through the transfer set with the clamp closed; no issues were found during clear passage testing. The reported condition was verified. The cause of the broken set could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.